Event description:
It was reported that, "the 5 mm locking screw missed the femoral nail and antergrade mode of the t2 recon nail. Upon review of the instrument, the metal attachment of the target arm came loose from the carbon fiber piece."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.